Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient had hemolysis. Additionally, there were also low pump flows noted and the patient received blood products. Upon explanting, the doctor noted a small amount of biomaterial in the inlet cage. The doctor wondered if the biomaterial in the inlet could have caused the patient's hemolysis. Furthermore, upon explanting the pump was in the graft, and the doctor had the impella clamped around the motor housing near the cannula. This caused the pump to separate motor housing from cannula. The patient was taken to the cardiovascular or and the physician was able to manipulate the catheter which allowed the pump to withdraw into the graft. The impella was explanted in normal surgical fashion. The patient was stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions. Including catheter position, pre-existing medical conditions, and small left ventricular volumes. May also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of hemolysis, product damage, and low pump flow has been completed. Pump met resistance when attempting to pull back across the valve during explant. The physician clamped down on the cannula causing a detached inflow cage when attempting to remove pump. Patient also experienced slight hemolysis. Additionally, there was low pump flow noted and patient was given blood products. No data logs were returned. Only the cannula with detached inflow cage was returned. Evidence of clamping was confirmed on the pump aligning with clinical details. The root cause of the hemolysis was not determined as insufficient product was returned and insufficient clinical information was provided. The root cause of the product damage (detached inflow/outflow - great vessel) was determined to be use-related as evidenced by clamping. The cause of the low pump flow was most likely biomaterial since biomaterial was observed on the inflow upon explant. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12519: e4 should have been left blank.